Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/19/2016 with the following findings: a review of the pump¿s black box data showed revealed 078-0008 errors (motor rewind error) the rewind, load, prime sequence was performed successfully and the pump was exercised for 24 hours with no alarms occurring. The complaint of cs 078 call service alarms was shown in the black box but was not duplicated during testing. The pump was opened and unrelated to the complaint, investigation revealed moisture/corrosion throughout the interior of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a call service 078 alarm. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.